Event description:
It was reported the customer has been experiencing high blood glucose levels. Pump passed delivery system check.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.